Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported a microphone failure. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the operator was not able to hear any sound coming from the gantry. The CT system was not in clinical use at the time the issue was discovered. This issue occurred on an mx 16 slice CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) was contacted; however, the customer has refused philips service or any repairs. The customer has taken their system out of service at this time. It is not in clinical use. This event has been determined not to be a reportable event. The customer has refused philips service or any repairs.